Manufacturer narrative:
A: patient information cannot be included in regulatory report due to regional privacy regulations. G2: the country of the event is japan. H3. Device evaluation summary: product analysis #(B)(4) :part# kpt1002 lot# 227480842 visual and optical inspection confirmed the 3 way valve has broken and the syringe connector has been cracked. The damage is consistent with bend stress overload and excessive force placed on the instrument during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having bkp for l2 vert ebral compression fracture for primary osteoporosis. It was reported that the 3-way stopcock was damaged when the kit was unboxed. However, setting was performed because there seemed to be no problems with the ibt itself. There were no problems with negative pressure at the time of setting, but contrast agent leakage was confirmed from the connector of the tip of the inflation syringe and the ibt connection when the ibt was placed in the vertebral body and extended. A new kpt1002 was unboxed and another set assembled, and balloon inflation was resumed after a delay of about 5 minutes. There were no patient symptoms reported. There were no further complications reported regarding the event.